Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. A field service engineer (fse) applied a med es keyboard update firmware patch via a remote smart service session and then observed two registered nurse (rn) sessions utilizing the station with keyboard input. Fse contacted the registered pharmacist (rx) point of contact (poc) and completed hardware test application (hta) keyboard testing while successfully capturing results. Fse advised that the service appointment (sa) remained open to confirm no issue recurrence, and tested operation in the application and hta diagnostics with no issues noted. Fse contacted the poc four hours later, and the customer advised that there were no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not working, rebooted the device but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.